Event description:
Patient was having surgery on right carotid artery. He was strapped to the table using a profex medical products conductive body and leg restraint. The restraint was catalog number 340 and the description is "conductive body and leg restraint strap 5" wide -12.7cm - with 1" - 2.5cm - conductive strap with buckle, adjustable 50" to 72" -127cm to 182.9cm." The patient was tilted to expose his right carotid during the surgery. He had been in the operating suite for about 2 hours when the belt failed and he started to slide off the table. Anesthesia was able to support the patient's head and preserve the surgical site as the patient was lowered to the floor. He suffered no injuries in the incident. We found that the teeth on the buckle did not prevent the belt strap from slipping and failing to hold the patient. We also tested all the other belts of this same type and all were able to be pulled apart by hand.